Event description:
It has been reported to philips that there was an incorrect resolution on the live x-ray monitor in the ER room, which could affect imaging. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the ippc which returned the device to expected functionality.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the incorrect resolution on the live x-ray monitor. After reviewing the log file, fse found no network connection ippc. Fse found the problem was with the disk bay of the new computer. Fse rebuilt original computer and exchange the hard disk and reinstall the ippc. After exchange the hard disk and reinstall the ippc, the system returned to use in good working order. The codes were updated based on the investigation outcome.